Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) got a blue screen of death. They were able to reboot the unit and get everything back up and running; however, it took a while for everything to come back up. They would like to purchase new hard drives for the cns. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) got a blue screen of death. They were able to reboot the unit and get everything back up and running; however, it took a while for everything to come back up. They would like to purchase new hard drives for the cns. Not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) got a blue screen of death. They were able to reboot the unit and get everything back up and running; however, it took a while for everything to come back up. They would like to purchase new hard drives for the cns. Not in patient use. Investigation conclusion: the hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b d10 concomitant medical device f1 - f14 g4 device bla number g5 g7 h2 h7 h9 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) got a blue screen of death. They were able to reboot the unit and get everything back up and running; however, it took a while for everything to come back up. They would like to purchase new hard drives for the cns. Not in patient use.